Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2016-01239.

Event description:
The patient was undergoing a coil embolization procedure using pod6 coils. During the procedure, while advancing two pod6 coils through a lantern delivery microcatheter (lantern), the scrub technician did not experience any resistance but advanced the coils too quickly and inadvertently bent both pod6 coil pusher assemblies. Therefore, both pod6 coils were removed and the procedure was completed using new ruby coils and the same lantern. It should be noted that the physician opted to not use a rotating hemostasis valve (rhv) and did not maintain a continuous flush during the procedure. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pod6 pusher assembly. The pusher assembly was kinked approximately 21.5, 25.0, 131.0, 133.0, 136.5, 137.0 cm from the proximal end. The embolization coil was intact with the pusher assembly. Conclusions: evaluation of the returned devices confirmed that the pusher assemblies were kinked. This damage likely occurred due to forceful manipulation during insertion of the devices into a microcatheter. The lantern mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.